Event description:
It was reported this was an arteriotomy closure of a calcified right common femoral artery using a proglide device after a peripheral angioplasty procedure with a 6f sheath. Reportedly, after the proglide was inserted, there was no blood flow observed from the marker lumen. After multiple attempts to get blood flow from the marker lumen, it was observed blood was in the quick cut and not in the marker lumen. The physician decided to continue with the procedure and deployed the suture. However, the suture did not engage with the vessel wall and was removed with the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to marker lumen blockage/no pulsatile flow from the marker lumen, include, but not limited to, manufacturing, low blood pressure, a blood clot, tissue interference, under insertion/the marker port not being in the arterial lumen, improper insertion angle/the marker port against the patient artery or a small patient vessel diameter. The suture not engaging with the vessel was possibly due to interaction with the patient anatomy or friable femoral vessel. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.